Event description:
Two years after my breast augmentation, I developed hair loss, rosacea, food sensitivity, sensitivity to sunlight, anxiety, adrenal fatigue, pain in my left breast, then pain in both breasts after working out. I¿m only (B)(6) now and the hair loss began at age (B)(6). I¿ve had hashimoto¿s since age (B)(6) and have been on levothyroxine 25mcg. The dosage has never changed. Lab tests have been with normal, last lab test done (B)(6) 2019. Began a strict diet in (B)(6) 2018-no gluten, dairy, sugar, soy, grains. Symptoms developed only slightly. Began gaining weight in (B)(6) 2018. Never had any of the symptoms prior to breast implants.